Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the entire insulin pump was cracked and screen was smashed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.